Manufacturer narrative:
Medical devices cont: 690r28 heart ring, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited elevated threshold. The device remains in use. The patient is a participant in the product surveillance registry (psr) study. No patient complications have been reported as a result of this event.